Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 25-mar-2026, a distributor reported via email that an ar-1588tb-1 tightrope abs, button, round, ø14 mm broke after being placed during leg movement. All broken pieces were retrieved, and the procedure was completed with a new implant. The issue occurred during an acl procedure on (B)(6) 2026. No patient harm was reported.